Event description:
Boston scientific received information that during laser extraction of the right ventricular (rv) lead, this right atrial (ra) lead dislodged. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected as it was discarded by hospital staff. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.